Event description:
It was reported that the universal handpiece was heating up during the course of a procedure at the user facility. It was reported that there was no loss or lack of irrigation during this event, and that the irrigation was working correctly. However, a rigid irrigation container was used, which is contrary to the instructions for use. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the system heating up was not duplicated and no related failures were confirmed during service evaluation of the handpiece. Lack of irrigation to the tip may cause or contribute to heat at the tip. Lack of irrigation can be the result of set up error. Heat at the tip may also occur due to side load being placed on the tip cover causing tip to tip cover contact to occur. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that the universal handpiece was heating up during the course of a procedure at the user facility. It was reported that there was no loss or lack of irrigation during this event, and that the irrigation was working correctly. However, a rigid irrigation container was used, which is contrary to the instructions for use. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.